Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, non-sustained right ventricular oversensing (nsrvo) due to myopotential inhibition was noted on the device. The occurrence was found to be rare with no issues or symptoms to the patient. Programming changes were made. The patient was stable.